Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the inflatable penile prosthesis pump was removed and replaced due to a crack in the tubing between the reservoir and pump. No patient complications were reported.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the inflatable penile prosthesis pump was removed and replaced due to a crack in the tubing between the reservoir and pump. No patient complications were reported.

Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis (ipp) images at our quality assurance laboratory, the components underwent a thorough analysis. The pump was visually inspected, and leak tested. The pump passed the leakage test. The outer layer of the pump bulb was worn from wear against the pump strain relief kink resistant tubing (krt) junction. The pump krt was worn to the filament. The krt between the pump and reservoir with the quick window connect (qwc) had a collet missing from the connector end. The krt was trimmed down to the qwc end, but the tubing was not returned for analysis. Based on the information available and analysis results, the reported device mechanical issue and hole in the tubing were unable to be confirmed; therefore, the conclusion code of cause not established has been chosen.